Event description:
A pt experienced an angioplasty procedure and a perclose proglide was used to close the right side. At discharge from the hosp, the pt felt sore and swollen several days later, the swelling, discloration and pain increased. He returned to the hosp for tests. He reported that a physician told him it was a hematoma extending from below his belly button to his inner thigh and migrated to his groin. A blood clot the size of a "pinkie" formed on the right side of his scrotom.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.